Event description:
It was reported that the pt had their device removed due to infection. The pt had several skin lesions that recently required removal and one of these lesions was located at the s3 insertion point that had become infected. The surgeon decided to remove the device due to the location of the infection and the potential of further systemic device infection. The causative agent (organism) of the infection was unconfirmed at the time of this report. The pt recovered without sequelae.